Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Customer consumed carbohydrates to address bg. Reportedly, the cartridge and infusion set had been in use for six days, but the customer did not provide the insulin type. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.